Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay, including kit lot 704865, performed within specifications. A review of calibration data confirmed that all calibration signals were within expected ranges. No quality control data or additional pre-analytical or instrument-related information was provided. Internal analysis of production and qc-release data, as well as a review of over 2.3 million patient sample results across multiple lots, showed no significant differences in performance. A definitive root cause for the reported event could not be determined. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increase in discrepant reactive results for patient samples tested with the elecsys hiv duo assay on the cobas pure e (B)(4) analytical unit. The customer reported that 8 out of 298 patient samples were rated as false positives after confirmatory testing with polymerase chain reaction (pcr). The customer also noted a perceived decrease in specificity since using the reported lot. No additional confirmatory testing details or specific result values were provided.